Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter stated that, the pt came home from school prior to hospitalization, not feeling well. She was brought to the hospital due to flu like symptoms. Upon admit her blood glucose above 300. She was diagnosed with the stomach flu. Due to the high bg's she was treated with IV fluids and insulin. The reporter did state that the pt has been having problems with elevated, difficult to manage high blood glucose. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.